Event description:
The customer reported a generator error. This resulted in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. This is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.